Event description:
Have been having chronic daily migraine headache for close to a year now. The above date is only the start of the daily problems; I have experienced migraine for several years now. Have lost many days from work because headaches have disabled me; also have been to the ER for treatment of most severe ones.